Event description:
The customer's family member was very concerned when they called to report that the pt was hospitalized for low bgs. It was stated that the customer was changing the batteries when the incident happened around 2am. The customer confirmed that they had been receiving error alarms and would normally just rewind and prime. However, they remained connected to the pump during the prime. It was stated that the pump did not stop as usual but continued to push insulin into their body. The customer responded with 30oz of honey. It took over ten hours for their body to counter. They realized afterward that as stated in the instructions for use, they should not be connected during the priming process.